Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix was bent. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that an implant was attempted with lead whose active fixation mechanism did not extend or retract. The implant was completed with another lead of the same model. No patient complications were reported as a result of this event.